Event description:
Elderly male with history of diabetes, hypertension, cerebrovascular disease and new onset of chest pain. Procedure diagnostic cath, hooked up to water, the first device sprayed water everywhere. A second product used, and it also was leaking water. A third product was used without problem. No known harm to patient. Please make note; 2 products reported on 1 report.